Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Via MRI. Device has been explanted and replaced with non allergan.

Event description:
Healthcare professional reported right side rupture via MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: not observed openings on photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture via MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Continued additional phone number (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.